Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was the tie wraps are defective and were replaced. No additional malfunctions were reported.